Event description:
Dealer states joystick was replaced under recall (B)(6 )2014. Unit lost power and then tech went out checked all wiring and got unit to turn on but the unit would not turn off. Unit replaced out of their stock. Dealer used stock recall joysticks to replace for end user original order (B)(4) on back order. Sn for joystick to be returned (B)(4).